Manufacturer narrative:
Batch review performed on 28 may 2018; lot 143385: (B)(4) items manufactured and released on 06 june 2014. Expiration date: 2019-04-30 no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection about two years after primary. The surgeon noticed a defect under the tibial implant which the surgeon packed with antibiotic beads. The surgeon performed an I & d and a poly swap. The surgery was completed successfully. Pathogen was staphylococcus.